Event description:
Caller reported that the t:slim x2 pump battery would not charge despite using the correct tandem charging cable and wall adapter. Caller attempted various troubleshooting steps, including using different adapters and cables, but the issue persisted. There was no adverse impact to the customer's blood glucose level. Consequently, technical support decided to replace the pump and advised the caller to return the malfunctioning pump. The caller will revert to manual insulin delivery (mdi) as a backup therapy.